Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31tp2 implanted: (B)(6)2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va31tp2, implanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 22-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their implant was not working because there was blood around the lead. Patient stated they had to get another surgery in april so it would not work until then. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement "the implant was not working", the hcp stated that the hematoma displaced the lead and the lead was now mispositioned. The hcp confirmed that this was not caused by normal battery depletion. The hcp stated that the cause of the device not working was determined and the most likely cause of the event was due to the hematoma. When asked about the steps taken to resolve the issue the hcp stated that the lead will be revised. The hcp confirmed that the issue was not yet resolved. The surgery was scheduled on (B)(6) 2025.